Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The leak occurred immediately after the initiation of treatment. Blood was visually observed leaking into the dialysate in the hansen connector. Estimated blood loss was an entire circuit of blood which is about 240cc's. There were no pt ill effects. Sample was discarded by the user facility; sample is not available.